Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous coronary intervention. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation at 12 to 15 atmospheres for 20 seconds, the balloon ruptured. The device was removed without any problem; the procedure was completed with another of same device. There were no patient complications, and the patient condition was good post-procedure.